Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an infection with his first implantable neurostimulator (ins). After the infection resolved, a new ins implanted.